Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone and suggested replacing the analog interface pcb or data key to isolate the problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).